Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, mesh erosion, exposure, extrusion, protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and vaginitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, cramping, and pelvic discomfort.

Event description:
It was reported that following insertion the patient experienced urinary frequency, cramping, and pelvic discomfort.

Manufacturer narrative:
(B)(4) mesh exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03000. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2007 to treat cystocele, rectocele and pelvic organ prolapse and a mesh was implanted. It was reported that after implantation, the patient experienced pain, extrusion, bleeding, dyspareunia, scarring, neuromuscular problems and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.